Manufacturer narrative:
Additional information received and the following sections have been updated accordingly: section b5 - 'description of event'. Section h6 - 'medical device problem' code. Section h6 - 'investigation conclusions' code.

Event description:
It was reported the physician selected a gore® viatorr® tips endoprosthesis with controlled expansion for a transjugular intrahepatic portosystemic shunt procedure. It was further reported that the introducer sheath had moved into the hepatic vein, and the physician unintentionally deployed the chain link when unsheathing. The physician was unable to retrieve the device into the introducer sheath and a vascular surgeon was called to remove the device via a cut down in the jugular vein. A wallstent was then used to complete the procedure, and there were no reported adverse effects to the patient.

Event description:
It was reported the physician selected a gore® viatorr® tips endoprosthesis with controlled expansion for a transjugular intrahepatic portosystemic shunt procedure. It was further reported that the introducer sheath had moved and when the sheath was pulled off the stent, the chainlink portion of the device deployed in the hepatic vein. The physician was unable to retrieve the device into the introducer sheath and a vascular surgeon was called to remove the device via a cut down in the jugular vein. A wallstent was then used to complete the procedure, and there were no reported adverse effects to the patient.